Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been about 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the picture did not display due to a charge-coupled device (ccd) failure. However, the root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, kink/know was found on the cable, the coupler mount was making noise, and the reported issue was confirmed due to a faulty charged coupled device unit (ccd-u). The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during reprocessing, the hd autoclavable camera head did not show image. Additional information has been requested to clarify details of the event. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter. Additional information was received indicating the reported issue occurred during preparation for use. Olympus will continue to monitor the field performance of this device.